Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. During treatment, the leak occurred around top header cap threads. Estimated blood loss was less than 20 cc's. The machine did not alarm. No medical intervention was required, the pt had no adverse effects from the incident. Sample is available.